Event description:
Spontaneous. Patient calling stating that he believes something is wrong with the cassettes that he has, in that every few days in the middle of his infusion, his pump will start alarming with an error message saying "no disposal, pump won't run" and sometimes it only goes away when he mixes a new cassette. Occurred while in use, no injury to patient, not available for investigation, patient has back up available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.